Event description:
On (B)(6) 2010, I received a complaint from (B)(6) (sales rep) indicating the suspect medical device as 11402002 / 992264 (venacure sheath), however, the description of the complaint only said, "please contact (B)(6)." (B)(6) and I played phone tag until (B)(6), when I finally got to speak to him. (B)(6) told me the following, 'the facility was doing a case using the 400 micron fiber with needle (perforator kit evlt/pvak). They completed the procedure, removed the fiber, then opened up the venacure sheath (11402002 / 992264 - sheath only) and inserted the fiber (microfiber from the perforator kit) into the sheath so that 2cm were sticking out of the distal tip of the sheath, locked the fiber in place and inserted it into the gsv. When the fiber and sheath were removed from the gsv, it appears as if the fiber had burnt back 2+cm, and had burnt the sheath as well. (B)(6) also stated the fiber was securely locked in place and the physician pulled back on the sheath during the procedure. They are not sure if there is a piece of the fiber in the vein - he states the tumescent made it too cloudy to tell.

Manufacturer narrative:
Conclusion: this complaint represents two angiodynamics products. Based on the info provided, it appears as if the nevertouch sheath was melted by the fiber in the evlt/pavk perforator kit. Angiodynamics (B)(4) will be conducting the investigation on the evlt/pavk. The exact cause of the complaint is unk. It is possible the fiber cracked during handling causing the heat to come out at the break instead of the tip. During a review of the mfg records, it was observed that the mfg lots meet all device specs and quality requirements. No other complaints of this type have been reported for the complaint lot number. The instructions for use states the following to help prevent this type of complaint: verify location of the nevertouch laser fiber and sheath end using ultrasound. Remove fiber stop assembly. Pull the sheath back and lock it to the sheath-lok fitting. Confirm location of the fiber using ultrasound guidance. Check position of fiber end and sliding sheath gauge; adjust position if necessary. Insert the nevertouch laser fiber into the sheath so the distal end of the fiber and distal end of the sheath are at the same point. This is achieved by advancing the fiber through the sheath until the fiber stop assembly comes in contact with the proximal end of the sheath hub. Precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending of the fiber. Do not coil the fiber tighter than a diameter of 20cm. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.